Manufacturer narrative:
This follow up report is being submitted to document additional information received. D6b has been updated to include the explant date. The patient survived the explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during coronary artery bypass graft (CABG) surgery, while an impella cp device was providing circulatory support, a ¿placement signal not reliable¿ alarm was observed on the automated impella controller (aic). The alarm occurred while the system was operating in surgical mode and persisted despite placement signal monitoring being disabled. The device continued to provide support during the event. At the time of this report, the patient remains on impella cp support. No signs or symptoms of patient injury or patient harm were reported in association with this event.